Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), post deployment of a 26mm sapien 3 ultra valve via the transfemoral approach, during the removal of the axela sheath, the prostar vascular closure suture caught on the tip of the sheath and was damaged. The patient was sent to surgery for repair and closure of the access vessel. At the time of the report, the patient was doing well after the surgery. The valve remains implanted in the patient. The access vessel minimum luminal diameter measured 9mm with mild vessel calcification and mild-moderate vessel tortuosity reported.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected information, moderate to severe access vessel tortuosity was reported. The axela sheath was returned to edwards lifesciences for evaluation. The sheath was returned with the introducer inserted through the sheath shaft. Visual inspection revealed the tip of the introducer was missing. Damage to the sheath jacket along the seam approximately 4.5 inches in length starting at the insertion marker was observed. The tip was opened normally with one wisp noted. A small bump on the proximal edge of the distal flap was observed. Damage to the proximal edge of the sheath distal flap was noted after removal of the outer jacket by engineering. There are no relevant functional tests or dimensional analysis related to the reported event. The damage observed on the proximal edge of the sheath distal flap (found after engineering removed the outer shaft elastic jacket) may have been caused procedural factors by the physician using the prostar vascular closure device. No relevant dimensional analysis was performed. The device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaints. Lot history review revealed other similar complaints, which are pending engineering evaluation. Complaint history review from march 2018 through february 2019 for the edwards axela sheath (all models and sizes) revealed other similar returned complaints for sheath distal tip ¿ damaged. The axela sheath is a recently commercialized device, and control limits therefore have not yet been established. As such, the complaint trends were reviewed. Complaints initiated from march 2018 to february 2019 for ¿sheath distal tip ¿ damaged¿ were reviewed, no manufacturing non-conformances or adverse events associated with any of the complaints. Review of the device IFU, prepping manual and training manual did not identify any IFU/training deficiencies. During the manufacturing process, multiple 100% inspections on the axela sheath are performed. The sheath undergoes 100% visual inspections for the following: - patch bonding inspection under 3x magnification. - inner member proximal bond and inner tip bonding visual inspection under 3x magnification. - inner member visual inspection under 10x magnification. - outer jacket assembly ¿ strain relief bonding visual inspection under 3x magnification. - shaft visual inspection under 3x magnification. - tip visual inspection under 10x magnification. - sheath final inspection. In addition, product verification (pv) testing is performed on a sampling basis. These inspections indicate the delivery system and sheath have sufficient inspection in place to identify non-conformances related to the complaint event. These inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint for sheath distal tip ¿ damaged was confirmed based on visual inspection of the returned device. Per the IFU, the sheath is to be removed from the patient¿s body without torqueing and with the edwards logo facing upwards at all times. With the edwards logo facing up, the hingepoint of the distal flap (where the distal flap is bonded to the inner member) is also facing up. If the sheath was torqued as it was removed, or if the closure device sutures were pulled taut and the sheath was removed at an angle, the end of the distal flap may have briefly become caught on the sutures. According to information provided by the site, the patient had moderate-severe tortuosity in the access vessels. This could have caused the sheath to be removed at an angle and contributed to the withdrawal difficulty. Although a definite root cause could not be determined, in addition to procedural factors (sheath removal/closure device technique), patient factors (moderate to severe access vessel tortuosity) may have contributed to the vascular closure suture becoming caught / damaged by the sheath tip, and the subsequent surgical repair and closure of the access vessel. Since no manufacturing non-conformances were confirmed and no IFU/labeling/training deficiencies were identified, no corrective or preventative actions are required.